Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had been experiencing high blood glucose. The customer¿s blood glucose at the time of the incident was 500 mg/dl. The customer¿s current blood glucose level was 474 mg/dl. They treated with the insulin pump. Troubleshooting was performed and insulin exited without incident. Their doctor had recently changed the basal rates. The basal rates in the insulin pump were accurate. The device will not be returned for analysis.